Manufacturer narrative:
Patient unsure of his primary details - no x-rays, no implants and no information to provide. It was communicated that device data will not be made known. Surgeon mentioned that revised device(s) is/are of smith&nephew - no further information provided.

Event description:
It was reported that patient has had a fall and suffered periprosthetic fracture that involved total hip replacement. Surgeon revised femoral component.